Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl during time of incident. The customer's current blood glucose is 341 mg/dl. The customer gave himself 25 units of insulin plus 2 more with the pump. The customer was assisted with changing the basal rates. The customer declined to troubleshoot for high readings.